Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart procedure involving the d-evolutfx-2329, the delivery system became stuck in a curve and while pushing it pass, it broke. The procedure was conducted using axillary access percutaneously, as the subclavian axis was tortuous. The capsule could not advance from the end of the subclavian in the aortic arch, forming a ninety-degree angle to the nosecone. As a result, the delivery system was pulled out, an 18 introducer was placed, and the valve was loaded on a new delivery system to continue the procedure.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 image review: a media file was provided for review of the event. Patient¿s executive summary was provided for anatomical review. Pat ient¿s annulus perimeter measured 68.1 millimeter (mm) with a perimeter derived diameter of 21.6mm suggesting a 26mm evolut. Left subclavian artery measured more than the minimum requirement of 5mm to accommodate the 14 french (f) equivalent delivery catheter system and did not appear to be significantly tortuous. Evidence shows that during advancement of the delivery catheter system, resistance might have been encountered and continuous attempt to advance was made causing a sudden and significant bend on the edge of the capsule and nose cone separation (images 1. 2). As stated in the instructions for use (IFU), there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule fully opened. The capsule appeared intact with no evidence of damage. There was a kink visible to the proximal end of the inner member shaft. The spindle hub appeared intact with no evidence of damage. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The reported event for separation of components could not be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.